Manufacturer narrative:
Other, other text: one cadd solis vip pump was returned for the evaluation of the reported issue. The device was received with no physical damages. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed evidence of "system fault" alarms. To further investigate, a functional and accuracy test were performed. Customer problem was not duplicated. The error code appeared in history three times. The optic switch will be replaced for preventative maintenance.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump exhibited software error 41622. No patient injury reported.